Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent dilator tip is confirmed but the exact cause remains unknown. One 5 fr microez microintroducer and one powerpicc solo product label containing reen4659. The microintroducer shaft had a slight curvature. Dried blood residue was visible on the sheath and dilator. A sharp bend near the distal tip of the dilator was visible. Microscopic observation of the bent dilator tip revealed stress whitening on the deformed region. The grey sheath did not appear to have any significant deformation. The residue present suggest the deformation may have occurred during use of the device. The insertion angle or advancement against resistance may have contributed to the bending of the dilator tip. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Since the dilator tip was observed to be bent, the complaint is confirmed but the exact cause of the damage remains unknown. A lot history review (lhr) of reen4659 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the peel away sheath has a bend in it at the tip. They had to open a new set and replace it. (B)(6) 2020-sample evaluation found the tip was damaged.